Event description:
It was reported that the patient underwent an explant procedure due to infection. The explanted ipg will not be returned, as it was discarded by the medical facility. Additional information was received that the patients infection was at the right flank. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient underwent an explant procedure due to infection. The explanted ipg will not be returned, as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.